Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was report during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: ¿there was fm on cap".

Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-02-19. H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fms in the cap with the incident lot was observed. Evaluation of the customer samples was performed and embedded fms in the cap was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was report during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: ¿there was fm on cap".